Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to be due to the use of monopolar cautery. The no lock condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. However, the device was received in a no-lock state. This is believed to be due to the use of monopolar electrocautery during explant surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly had a wound infection at the implant site. The recipient was prescribed fimoxyclav for 7 days on (B)(6) 2014. The recipient was hospitalized on (B)(6) 2015 and on (B)(6) 2015 the recipient had an exploration of the wound and debridement surgery. The recipient was also prescribed cefixime for 7 days. The recipient was the recipient was again hospitalized on (B)(6) 2015. On (B)(6) 2015 the recipient had a skin flap reconstruction surgery due to a wound gap at the implant site and was prescribed cefuroxime and ciprofloxacin for 14 days. The recipient's device was explanted.